Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out procedure. During the procedure it was noted that the left ventricular lead exhibited loss of capture; the lead capture could only be obtained in one vector. The device was reprogrammed. The patient was doing well and would be monitored with routine follow-up.